Event description:
Customer alleges second incident involving patient slipped from sling. The slings on the lift does not hold properly, slings are slipping. Customer also stated that the slings used were vancare slings, which are not compatible with invacare lifts. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rpl450-1, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1078987 rev I (june-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility alleges that the lift is not holding the patient up, the sling is slipping and the patient allegedly fell back onto the bed. The facility stated that the slings being used on the invacare rpl450-1 are not invacare slings. The owners manual states a warning on page 7, "invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products". Also on page 7 is the warning, "invacare slings and patient lift accessories are specifically designed to be used in conjunction with invacare patient lifts. Slings and accessories designed by other manufacturers are not to be utilized as a component of invacare's patient lift system". No RMA has been issued for this incident. The device problem is related to the facility not following the manufacturers' instructions.